Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30759734l and no non-conformances related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 60-year-old male patient (118 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while ablating the left superior/anterior pulmonary vein, near the ridge, the patient's blood pressure dropped. Pericardial effusion was confirmed using transthoracic echo. A pericardiocentesis was performed and 1040 ml of fluid was removed. The procedure was aborted at that time. The drainage tube was left in place and the patient was transferred to the intensive care unit. The patient is hemodynamically stable, and no intervention is planned at that time. Additional information was received indicating the adverse event was discovered during use of biosense webster products; during ablation phase the physician¿s opinion on the cause of this adverse event is that it was patient condition related. Pericardial drainage was performed as intervention. The patient outcome of the adverse event was reported as improved to almost fully recovered. The patient did not require extended hospitalization because of the adverse event. Other relevant history includes an ef of 20%. A transseptal puncture was performed with an abbot brk transseptal needle. Prior to noting the pericardial effusion, ablation had already been performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 8 low and 15 high. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Vector and graph force visualization features were used. The visitag module was used, the parameters for stability used were range 4 mm time 3 sec and min25% of 3 grams tag size is 3 mm. There was no additional filter used with the visitag. Ablation index color option was used prospectively.